Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 3 rounds of inappropriate anti-tachycardia pacing (atp) and 6 appropriate shocks due to an episode of atrial fibrillation (af) and rapid ventricular response. Device presented therapy exhaustion. The device remains in service. No additional adverse patient effects were reported.